Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on january 10, 2025 with lot number 1798678. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening and observed an opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "right "deflation " the device has been explanted.

Event description:
Healthcare professional reported "right "deflation " the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.